Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report that on the same day, (B)(6) 2014, the transmitter gave an out of range signal. The patient re-contacted dexcom technical support on (B)(6) 2014, to report additional out of range signals from the transmitter. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support. Dexcom has issued an rga for the device to be returned and investigated.